Manufacturer narrative:
A complete lead was returned in one piece measuring 64.5 cm. The reported event of high pacing threshold was not confirmed. The reported event of helix would not extend was confirmed. The cause of the reported event of helix would not extend was isolated to the helix being clogged with blood/tissue and overtorqued inner coil. Analysis was normal. No anomalies were found other than those consistent with procedural damages

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was explanted and replaced due to persistent, high pacing threshold. The helix could not be extended during the procedure. The patient was stable.